Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported fluctuating blood glucose (bg) values with a lowest bg of 65 mg/dl and a highest bg of 232 mg/dl. The user treated the low with juice and part of a meal, which resulted in overcorrection and subsequent hyperglycemia. The user also noted that a meal announcement had not been made. The ilet algorithm delivered corrective insulin for the high, and bg values returned toward range. No symptoms were reported, and no medical intervention was required.